Event description:
N/a

Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit in which the customer stated that the iabp stopped working while on patient. The first unit was swapped off of patient and the second unit repeated the issue in which it was found to be that the patient unintentionally pinched the catheter extension. Checked unit over with no further issues and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6) hospital authori.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) stopped pumping while on the patient. No patient harm, serious injury or adverse event was reported.